Manufacturer narrative:
Concomitant medical products: 3058 interstim urinary mgu ipg; 978b128 interstim urinary mgu lead implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited sensing and thresholds "changes". Dislodgement was confirmed. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.